Event description:
During evaluation of the homechoice (hc) device, a baxter technician determined the homechoice device failed testing due to the following failure: the ground bond failed performance specification.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test; the device failed the rite electrical ground bond test. The product analysis lab (pal) evaluated the device. The pump was replaced with the pal test article and the device functioned properly. The cause for rite test failure - ground bond was undetermined. A device history review was performed; no issues were found that were related to the rite failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.